Event description:
Additional information received by the consumer reported they weren¿t sure what led to the more pain and having back cramps. Their back and leg pain had just slowing increased and was hoping they weren¿t having an additional problem. A manufacturer representative helped to completely reprogram their stimulation, and they were so much better.

Event description:
Information received from a patient reported that they were experiencing more and more pain. The patient reported that something was wrong with their implantable neurostimulator (ins) as the last time they used their device, they got a bunch of back cramps. It was noted that the patient's increase of pain was gradual. The patient stated that they hadn't used their device since it "freaked out so much." It was recommended that the patient follow up with their healthcare provider (hcp) to resolve the symptoms, and to page a manufacturer representative to be present at the appointment as well. The patient mentioned that they contacted a pain clinic and was told to contact a manufacturer representative as well. The patient stated that the pain clinic has them on fentanyl patches and they take hydrocodone, but the pain had been getting harder and harder to manage. It was noted that the issue occurred 1-2 days prior to the date of this report. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.